Event description:
The dexcom g7 continuous glucose monitor data was cutting in and out. I suffered a severe low blood sugar of 46 that required glucagon administered by my mother. I was nauseous, cold, sweating, heart palpitations, turning white and on the verge of losing consciousness. The insulin pump I use, tandem tslim, uses the control iq algorithm to administer, slow down or stop insulin delivery based on the readings from dexcom g7. When data isn't being sent, is sporadic, my pumps cannot properly utilize the algorithm. This results in too much insulin being delivered at times because the g7 will send inaccurate readings. When data isn't being sent, my insulin pump goes into manual use mode and insulin is not slowed down or stopped also resulting in too much insulin being delivered. I did test my blood sugar on my glucose monitor many times but unfortunately the inaccurate and lack of readings from the dexcom g7 resulted in a severe low blood sugar. I have had nothing but problems with roughly the last 10 dexcom g7's I've used. They are supposed to last 10 days and have an additional 12 hour grace period at the end of day 10. None of them are lasting 10 days. Most start having data problems around day 8 that results in no data readings. The g7s should be pulled off the market as they are dangerous and can cause death because they malfunction. Reference report: mw5165190, mw5165191, mw5165192, mw5165193, mw5165194, mw5165195, mw5165197, mw5165198, mw5165199.